Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previously reported device was reported to the incorrect manufacturer number. This event will be reported under MFR (B)(4).

Event description:
A manuscript was obtained on (B)(6) 2026 that reported a randomized controlled trial study from the netherlands conducted from 05-dec-2022 and 03-jul-2024 at the (B)(6) medical center. The purpose of the study was to compare robotic-assisted inverse kinematic alignment total knee arthroplasty with mechanically aligned total knee arthroplasty. A total of 150 patients were included and underwent randomization; 73 patients were assigned to the rosa robotic-assisted tka group and 77 patients to the conventional ma tka group. In the robotic-assisted tka group, 7 patients were converted to conventional tka. A standard medial parapatellar approach was used in all patients; patellar resurfacing was done only in selected cases and a fully cemented, cruciate retaining knee prosthesis was implanted. Zimmer biomet persona was used in all cases except vanguard in 2 cases. The study population had a mean age of 69.7 years at time of surgery; (51 males / 77 females). Follow-up consisted of functional and satisfaction scoring within 12 months with a minimum follow up of 12 months. The article reported one (1) patient in the conventional group experienced postoperative pain on an unknown timeframe before the twelve (12) month follow up. Information regarding subsequent intervention has not been provided.

Manufacturer narrative:
(B)(4). B3: exact event date is unknown however study was conducted between december 2022 and july 2024. D10: medical product: unknown femoral component; unknown articular surface g2: foreign: netherlands. G2: literature citation: eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.